Manufacturer narrative:
Pump received with normal operating currents, passed unexpected restart error test,self test, and the displacement test however, unit alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime/delivery test, and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, broken belt clip slot, cracked reservoir tube, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 300 mg/dl. Blood glucose level at the time of the call was 210 mg/dl. The customer stated that he had been experiencing high blood glucose levels for three days leading up to the call, and treated with bolus. During troubleshooting, the customer stated that the drive support cap was protruding. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.